Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer did not turn on, it did turn on but it was noted that it went to a black screen. It was additionally noted that the power cord bay was broken, the stylus was inoperative and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The circuit boards and mechanical parts were inspected, the hard drive was reconfigured, the software was reloaded and updated and the device then passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not turn on. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.